Event description:
It was reported that on (B)(6) 2024, a 21mm sjm masters series coated aortic valved graft was chosen for a procedure. The leaflet function was tested using valve tester. During procedure, poor opening and closing of valve leaflets was found. A new 21mm sjm masters series coated aortic valved graft was chosen and completed the procedure while the patient was still on bypass. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve leaflets opening and closing poorly during preparation was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.